Manufacturer narrative:
Eval, method: the device history and sterilization records were also reviewed. Results: although the lead has been returned, the analysis is not complete yet. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
On (B)(6) 2010, the patient was implanted with an scs system. The pt fell and lost stimulation. Impedance tests were run and showed all impedances were invalid. On (B)(6) 2010, the doctor replaced the lead with a new lead and stimulation was recaptured. A strain relief had been used at both the anchor site and the ipg site and was still intact at explant.